Manufacturer narrative:
(B)(4) relates to (B)(4) for the reported event of needle bent. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a colonoscopy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the forceps needle was found to be bent after the device was passed through the scope. The device and the scope were removed from the patient in tandem, and the forceps was then cut to be removed from the scope. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.